Manufacturer narrative:
Lens sample received, follow-up report being submitted to provide lot number correction and inspection/investigation results.

Event description:
Lens sample received, follow-up report being submitted to provide lot number correction and inspection/investigation results.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient was previously using biomedics 1 day lenses, manufactured by coopervision, without issue. The patient was fit with a new type of contact lens, clariti 1 day, also manufactured by coopervision. The patient alleges that within 2-3 hours of instilling the contact lenses she experienced symptoms of pain, soreness, redness, watering, photosensitivity and limited vision n the left (os) eye. The patient attended royal derby hospital for medical attention and states that she was diagnosed with a corneal ulcer and required a course of antibiotic treatment (medication not specified) and later a course of lubrication drops (medication not specified). The patient discontinued lens use for approximately two weeks and returned to use of the previous brand (biomedics 1 day) without incident. The following day the patient returned to use with the clariti 1 day lenses and experienced similar symptoms. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.